Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years eleven months post filter deployment, a CT demonstrated the filter in place with the legs extending beyond the margin of the ivc. Approximately nine years ten months post deployment, a CT of the chest showed findings compatible with small fractured fragments from an ivc filter noted within the right middle lobe and left upper lobe pulmonary artery branches which were determined to be present in the comparison x-ray. Therefore, the investigation can be confirmed for perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that there was filter detachment, embedment, filter strut perforation into the pulmonary artery branches, and filter strut embolization. Furthermore, there are filter struts that are retained in the patient¿s left and right lung. Additionally, it was alleged that the patient had pain post deployment. The device was removed percutaneously. The filter struts have not been removed. The current status of the patient is unknown.